Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Implant date initially reported as (B)(6) 2014; however, device was not implanted because it did not fit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows : a patient was to be implanted with two patient specific implants. On (B)(6) 2014, during the scheduled surgery date, the surgeon noted that the implants were too large for the patient and did not fit properly update (B)(6) 2014: the surgery has been postponed, therefore, no surgical delay. This report is for two patient specific implants. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and revealed: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device used for treatment and not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed. The device was received with no visible damage. A 3d print of the defect and the implant has been produced and compared with each other and the returned implant. They fit perfectly. Also the patient's information has been verified and is correct. Everything is conforming to our process and the patient's information as well as the implant design is consistent. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.